Event description:
A patient reports undergoing cataract surgery with implantation of the crystalens. Postoperatively, the patient states she has no problem with distance vision, but her intermediate vision is poor. She also reports having no vision at all for approximately 10 days. The patient contacted her physician, who recommended monovision. Additional information has been requested from the patient.